Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.0/2.0/089 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and refractive surprise. The exchange resolved the problem.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found optic torn and haptic torn/broken to the lens. Rehydration of a lens has confirmed inadequacy of performing dim/ref inspection due to significant damage. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).